Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot ppmdjj, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent c-section procedure on (B)(6) 2020; and a suture was used. During the procedure, the needle was observed to be broken near where the grasper was holding the needle. The case was completed successfully. No fragments were generated. There were no adverse patient consequences reported. No additional information could be provided.